Event description:
Healthcare provider reported a left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as surgical impact opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare provider reported, a left side rupture. Patient had an MRI to confirm, the rupture. The device has been explanted.